Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that one screw broke and several others loosened from an angular stable implant on the foot. Patient was revised on an unknown date. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Neither patient nor medical records were obtained. Product evaluation: no product was returned; therefore, product evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to missing device identification. Conclusion: it was reported that one screw broke and several others loosened from an angular stable implant on the foot. Patient was revised on an unknown date. The device identification is unknown; therefore, review of the manufacturing records could not be performed and the device was not returned for evaluation. Neither patient nor medical records were obtained. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). On the basis of the given information an in-depth investigation could not be performed, therefore, the reported event could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigate. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted.  Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and it was reported that the screws were found to be fractured and loosened for an angle-stable implant on the foot.